Manufacturer narrative:
Steris installed an auto-flush kit on the two stand alone generators located the user facility. The auto flush kit eliminates the need to manually drain water from the steam generator. The other generators in use at the facility are wall mounted units where the drain is located behind the units; this prevents personnel from being exposed to steam/water when a manual flush is performed. No further issues have been reported with the equipment.

Event description:
The user facility reported that an employee received burns to the chest, arm and leg while manually draining water from a steam generator on (B)(6) 2011. The employee was sent to the facility hospital unit for treatment of their burns. The user facility would not release any treatment details but the base safety officer reported that the employee is back at work and has no sustaining injuries. No procedure delay or cancellation was reported.

Manufacturer narrative:
Steris learned of this event when a steris technician was on site at the customer's request to install an auto-flush kit on the steam generator. The steam generator was observed to be working properly and the auto-flush kit was installed on the generator as requested. The auto flush kit eliminates the need to manually drain water from the steam generator and is a stand-alone unit supplying steam to a washer/disinfector located in an adjacent room; the generator is not under steris service agreement. The steam generator maintenance manual provides directions for draining water from a hot generator: "warning- burn hazard: during this procedure, the boiler piping is hot and water is released under pressure and should be connected to a receiver capable of withstanding 260 f. To prevent burns, wear protective gear and use caution. Warning- burn hazard: steam and boiling hot water will exit the drain under pressure. Proper safety attire (gloves, eye protection, insulated overall) are necessary." (Page 10). The user facility reported that the employee was not wearing ppe at the time of the event and they were not aware that ppe must be used when draining water from this equipment when hot. Installation of the auto flush kit eliminates the need to manually drain water from the steam generator. Steris will offer in-service on the proper use and operation of the equipment.